Event description:
Related manufacturer reference numbers: 2017865-2022-01021. Related manufacturer reference numbers: 2017865-2022-01023. It was reported that the patient presented with pocket infection. The whole system including the pacemaker, the atrial lead and the right ventricular lead were explanted and replaced later on (B)(6) 2021. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Correction - g2 - "distributor" should have been selected.